Manufacturer narrative:
The evaluation confirmed the reported leak. However, we are unable to determine when this incident ay have occurred. The root cause was not identified and a manufacturing related failure has not been confirmed. (B)(4).

Event description:
Standby extracorporeal bypass circuit utilized for ecls support that is set-up and primed to be used as needed. The ecc tube pack contains a quadroxid membrane oxygenator. The institutions protocol is to have a circuit set-up and primed on "standby" as needed. This circuit was primed and demonstrated a moderate and consistent leak of crystalloid fluid from the gas vent port located at the bottom of the oxygenator. This occured after circuit was primed for 24 hrs. The circuit was changed out and sequestered for return to maquet for credit. Please provide a biohzard kit to the following address: (B)(6).

Manufacturer narrative:
Feb. 10, 2016 12:33 pm (gmt-5:00) added by (B)(6): at this time an evaluation has not occurred however when it does our findings will be provided in a supplemental report. (B)(4).

Event description:
Standby extracorporeal bypass circuit utilized for ecls support that is set-up and primed to be used as needed. The ecc tube pack contains a quadroxid membrane oxygenator. The institutions protocol is to have a circuit set-up and primed on "standby" as needed. This circuit was primed and demonstrated a moderate and consistent leak of crystalloid fluid from the gas vent port located at the bottom of the oxygenator. This occured after circuit was primed for 24 hrs. The circuit was changed out and sequestered for return to maquet for credit. Please provide a biohazard kit to the following address: (B)(6).